Event description:
It was reported that pt underwent incision and drainage of deep and superficial hematoma of the left hip with wound closure.

Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. It is reported that the incision site was revisited because it continued to drain post-operatively. The surgical notes from when the wound was revisited were reviewed. The surgeon noted taking three cultures from the wound site showing no evidence clinically of infection. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The mfg records of the devices indicate that there were sterilized to specification. It is unk exactly why the wound site continued to drain post-op. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.